Event description:
It was reported that during a percutaneous coronary intervention a stent dislodgement occurred. The target lesion was in an unspecified vessel. The unspecified ion stent delivery system (sds) was advanced, and the stent dislodged from the sds. The physician attempted to snare the stent, however was unsuccessful. The stent was crushed against the vessel wall. The procedure was completed with a different device. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Corrected: upn-search, upn corrected from unk692 to (B)(4). (B)(4).

Event description:
It was further reported that the balloon was partially inflated in the body to reposition the stent when it dislodged.